Event description:
The patient reportedly experienced a loss of lock with her device. Programming adjustments were made, however, this did not resolve the problem. Surgery to explant the patient's device will be scheduled.